Manufacturer narrative:
The investigation of access site bleeding, limb ischemia, and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The cause of the access site bleeding issue was most likely use related since best practices were not followed. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. The root cause of vascular damage was unable to be determined as limited clinical details were provided and no product was returned for review. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25900 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had placed a impella cp for care escalation from an intra-aortic balloon pump (iabp) for the patient admitted in with acute myocardial infarction and cardiogenic shock. The iabp site was utilized and the sheath exchange was done for the cp but, during this time vascular damage and bleeding occurred. The bleed led to a hematoma. The site then suffered from limb ischemia. The ischemia prompted pump explant and replacement in the operating suite, where additionally femoral repair was done. The team eventually escalated to the 5.5 pump as femoral vessels clamped down. The procedural outcome was the patient survived surgery.